Event description:
It was reported that while transporting a product, the office worker's finger got caught under the bed when they went over a step resulting in a fractured finger. The customer reported that, although an adverse event occurred, the product was functioning correctly, and the customer did not wish to have the device inspected.